Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the one infusion set was fell off during use on 01-june-2024 and infusion set is used for approx. 1 day. No further information available.